Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pink slide did not move forward but the cannula was visible. Pod was not worn. No adverse patient impact was reported.